Event description:
Manufacturer received a report of patient death on or about 8/04 from a nursing care facility. There was no allegation of ventilator malfunction. The report indicated that the ventilator was connected to an infocus technologies remote alarm system. After falling out of bed, the patient became disconnected from the ventilator. It is not known how long the patient was disconnected from the ventilator before being discovered. In 06, the manufacturer was served with a formal complaint alleging that the ventilator did not properly function.